Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy, skin irritation under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with his dermatologist who advised the patient to use zeasorb on the affected area. The patient confirmed the skin irritation has improved since using the zeasorb as recommended.